Manufacturer narrative:
Evaluation summary : kink was evident on the hypotube 76.5cm proximal to the distal tip. The device returned with a detachment on the hypotube 53cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 4.5cm and 8.5cm proximal to the detachment site. If information is provided in the future, a supplemental report will be issued.

Event description:
One solarice rx balloon catheter was intended to be used to treat a lesion. There was no damage noted to the device packaging. There were issues noted when removing the device from the hoop. Negative prep was not performed. It was reported that the device was unable to be used with the wire as the device was broken(detached) on the shaft. The shaft broke during insertion through the guide catheter. The device was not used in the patient. The solarice device is considered to be the same as euphora with the exception of a different brand name and minor differences in the labeling